Event description:
Complainant alleged that during a routine shift check by a clinician the device was powered on and had no display for 30 seconds then only artifact was displayed. In addition, there was no pacing or any other function at that time. The battery was replaced and charge light was illuminated but the device had no display on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.